Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported error message "08000" displayed in system log in diagnostics mode. Error code 08000 is accompanied by the message / instruction to cycle power and operation is then halted. There was no report of adverse pt impact.